Event description:
The customer reported to olympus that the evis lucera colonovideoscope had reduced angulation. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During device evaluation, the reported issue was confirmed: the bending angle in the up direction did not meet with specifications due to a worn angle wire. Visual examination showed the following additional issues: the bending section cover adhesive was chipped and had a white cloudy area; switch button 1 was scratched; the paint on the suction cylinder was peeled; the adhesive around the light guide lens had a white cloudy area; the adhesive around the objective lens had a white cloudy area; the connector cover was scratched with a burned area; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with below instructions for use (IFU): instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.